Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that a volume discrepancy occurred and the pump was subsequently explanted. The reporter was not sure how the patient was doing at that time because she had not come in for her follow up. No pump medications, troubleshooting, cause of the volume discrepancy, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional regarding a patient receiving morphine sulfate (20mg/ml at 3.6 mg/day) via an infusion pump. The patient's concomitant medications included norco, plaquenil, welbutrin, and synthroid. It was noted that the patient's medical history included back pain with leg pain, mitral valve prolapse, asthma, lupus, fibromyalgia, carpal tunnel release, bipolar disorder, hypothyroidism, and depression. On (B)(6) 2015 it was reported that the volume discrepancy was first observed on (B)(6) 2014 and the patient had experienced increased pain as a result of the discrepancy.